Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Power management tool confirms the unloaded voltage loaded voltage were within specification. However, pump error 25 found at the long trace history file. Unit had intermittent non-sleep anomaly software error. Unit received with minor scratches on case, cracked select button keypad overlay, keypad overlay texture damage and minor scratches on lcd window.

Event description:
It was reported via phone call that insulin pump alarmed for power error detected. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be return for analysis.